Manufacturer narrative:
Device passed the displacement test but failed during prime/a33 and rewind anomaly test due to loose drive support disk. No back light anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump squirted insulin when priming. Customer¿s blood glucose level was unknown. Customer also reported slower rewind, dimmer backlight. Customer also declined transfer to 24 hour helpline. The device will not be returned for analysis.